Manufacturer narrative:
Zoll has not yet received the autopulse lithium ion battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, it was reported that the autopulse platform displayed a low battery indicator, despite the autopulse lithium battery (serial number not known) had been charged by the multi chemistry charger. There was no patient involvement reported.

Manufacturer narrative:
The autopulse lithium ion battery (sn: (B)(6) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse li-ion battery sn (B)(6). Visual inspection was performed and no physical damage was observed. The archive date revealed that there were multiple error 01 (low battery glitch) , error 16 ( cell under-voltage) and error 18 (bad cell) on (B)(6) 2016 to the end of the archive on (B)(6) 2016 which indicates a battery problem had occurred. Further archive review indicate same fault errors had occurred after october 19, 2016 with multiple clock glitch and amnesia dates. The archive also shows the battery was last charged successfully and last inserted into the autopulse with amnesia date. During functional testing the battery was inserted into a good known reference multi-chemistry charger (mcc) and the battery failed to be charged. The battery was also inserted into a good known reference autopulse platform and the battery failed with message displaying "low battery" in the autopulse display. In summary, the reported customer complaint of the autopulse platform displayed message "low battery" when the li-ion battery was installed was confirmed during archive review and functional testing. The possible root cause of the problem is a bad battery cell, showing error messages in the battery archive and causing the battery to fail during the charging and when inserted into the autopulse.